Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jamshidi needle cannulated sleeve broken and remained in patient l2 right side pedicle. Patient diagnose as l2 pseudarthrosis; bone quality is extremely dense. Doctor tried to create trajectory for packing bonegraft via l2 pedicle to l2 vertebral body by using our jamshidi needle. However, due to bone quality, the needle was unable to pull out after entering patient's l2 pedicle. After several trail, doctors managed to pull out the inner needle and most parts of the cannulated sleeve, and remain ~2 cm broken cannulated sleeve in-situ. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.